Manufacturer narrative:
(B)(4). Additional information: the device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured and partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the lower jaw of the device delaminated during initial use. The electrode separated from the lower jaw, but stayed attached to device. Procedure completed with same/like device. There was no adverse consequence to the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.